Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photo review: returned photos show an implanted intraocular lens (iol). There appears to be a mark/line on the optic of the lens. Based on our observation of the attached photo, there appears to be a mark/line on the optic of the lens. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Photo review: returned photo img2 shows an implanted iol. There appears to be a dark mark/line over the optic of the lens. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation, the lens was scratched. Since the patient was amblyopic and the risk was too high to replace, the surgeon decided to leave the lens in the patient. Additional information has been requested.